Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump, although it had not led to a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, as the pump was not under warranty, and the caller expressed interest in an out-of-warranty loaner pump but was informed of their ineligibility. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.